Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has had issues with insulin pump. The customer has encountered a blank display and failed battery test. Customer's current blood glucose was between 200-300mg/dl. The customer's blood glucose when screen went blank was 490mg/dl. The customer will monitor pump.